Manufacturer narrative:
(B)(4). Analysis of implantable neurostimulator (ins) model 37711 (B)(4) determined the rechargeable ins was functionally okay but battery had reduced capacity. No significant anomalies were found with the ins. Analysis of extension model 37081 (B)(4) determined the extension was okay but cut through (suspected explant damage). No significant anomalies were found with the extension. Analysis of extension model 37081 (B)(4) determined the extension was okay but cut through (suspected explant damage). No significant anomalies were found.

Event description:
It was reported that the pt wanted her lead removed because she developed hip trouble and needed an MRI. It was reported that the ins and extensions were removed because it was causing pain and discomfort in the pocket based on the upper buttock position. It was reported that a hcp would need to determine if the surgical lead could be removed.